Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus)/ migration/ perforation"), pelvic abscess ("pelvic abscess") and acute respiratory distress syndrome ("acute respiratory distress syndrome") in a 31-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmation test" and medical device monitoring error "thermachoice done on the day of essure implant". The patient's past medical history included miscarriage (single.). Concurrent conditions included migraine, depression, seasonal allergy, augmentation mammoplasty, biopsy (right axillary.), type 1 diabetes mellitus since 2009, bipolar disorder since 2009 and narcolepsy since 2011. Concomitant products included antibiotics for abscess, insulin since 1995 for type 1 diabetes mellitus as well as aciclovir (acyclovir [aciclovir]) since 2017, aripiprazole (abilify) since 2011, armodafinil (nuvigil) since 2016, clonazepam (klonopin) since 2012, duloxetine hydrochloride (cymbalta) since 2013, fluticasone propionate (flovent) since 2013, gabapentin since 2004 to january 2018, ibuprofen (advil), lorazepam (ativan) since 2008, medroxyprogesterone (depo provera), pregabalin (lyrica) since january 2018, salbutamol (ventolin) since 2014, simvastatin (zocor) since 2008, trazodone since 2015 and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abscess ("abscesses") and vaginal discharge ("vaginal discharge"). On the same day, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pneumonia streptococcal ("group b streptococcus, pneumonia"), uterine infection ("serious infection"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("post-traumatic stress disorder"). In (B)(6) 2013, the patient experienced streptococcal sepsis ("group b streptococcus"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and acute respiratory distress syndrome (seriousness criterion medically significant). The patient was treated with ampicillin, gentamicin, clindamycin, surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and abscess had resolved and the pelvic abscess, acute respiratory distress syndrome, pneumonia streptococcal, vaginal discharge, uterine infection, streptococcal sepsis, post-traumatic stress disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abscess, acute respiratory distress syndrome, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic abscess, pneumonia streptococcal, post-traumatic stress disorder, streptococcal sepsis, urinary tract disorder, uterine infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2013, it was determined that she required surgical intervention to address her complications. Trailing coils: left -0 right ¿ 2 . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, pelvic abscess (confirming abscess) and medical device monitoring error, device monitoring procedure not performed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device / perforation (uterus)/ migration/ perforation"), pelvic abscess ("pelvic abscess") and acute respiratory distress syndrome ("acute respiratory distress syndrome") in a 31-year-old female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo confirmation test" and medical device monitoring error "thermachoice done on the day of essure implant". The patient's past medical history included miscarriage (single.). Concurrent conditions included migraine, depression, seasonal allergy, augmentation mammoplasty, biopsy (right axillary.), type 1 diabetes mellitus since 2009, bipolar disorder since 2009 and narcolepsy since 2011. Concomitant products included antibiotics for abscess, insulin since 1995 for type 1 diabetes mellitus as well as aciclovir (acyclovir [aciclovir]) since 2017, aripiprazole (abilify) since 2011, armodafinil (nuvigil) since 2016, clonazepam (klonopin) since 2012, duloxetine hydrochloride (cymbalta) since 2013, fluticasone propionate (flovent) since 2013, gabapentin since 2004 to january 2018, ibuprofen (advil), lorazepam (ativan) since 2008, medroxyprogesterone (depo provera), pregabalin (lyrica) since january 2018, salbutamol (ventolin) since 2014, simvastatin (zocor) since 2008, trazodone since 2015 and vicodin (norco). In 2013, the patient experienced abscess ("abscesses") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced pneumonia streptococcal ("group b streptococcus, pneumonia"), uterine infection ("serious infection"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On (B)(6) 2013, the patient experienced post-traumatic stress disorder ("post-traumatic stress disorder"). In october 2013, the patient experienced streptococcal sepsis ("group b streptococcus"). On (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required) and acute respiratory distress syndrome (seriousness criterion medically significant). The patient was treated with ampicillin, gentamicin, clindamycin, surgery (hysterectomy with bilateral salpingectomy) and surgery (antibiotic management by infectious disease, total abdominal hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and abscess had resolved and the pelvic abscess, acute respiratory distress syndrome, pneumonia streptococcal, vaginal discharge, uterine infection, streptococcal sepsis, post-traumatic stress disorder, bladder disorder, urinary tract disorder, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abscess, acute respiratory distress syndrome, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic abscess, pneumonia streptococcal, post-traumatic stress disorder, streptococcal sepsis, urinary tract disorder, uterine infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2013, it was determined that she required surgical intervention to address her complications. Trailing coils: left -0 right ¿ 2 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia, abdominal pain, pelvic abscess (confirming abscess) and medical device monitoring error, device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record was received events added from pfs- vaginal discharge, uterine infection, group b streptococcus, pneumonia, post-traumatic stress disorder, bladder problem, urinary problems, dysmenorrhea (cramping), fatigue, abnormal bleeding vaginal, abnormal bleeding menorrhagia, perforation (uterus), acute respiratory distress syndrome. Reporter information, concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On unknown date in 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), abscess ("abscesses") and infection ("serious infection"). The patient was treated with surgery (she underwent a pelvic surgery to try and alleviate the symptoms). At the time of the report, the device dislocation, perforation, abscess and infection outcome was unknown. The reporter considered abscess, device dislocation, infection and perforation to be related to essure. The reporter commented: (B)(6) 2013, it was determined that she required surgical intervention to address her complications. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.